Event description:
It was reported that the device was reprogrammed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were episodes of post-paced t-wave oversensing on the device. Technical support was contacted and recommended reprogramming to resolve the event. The reprogramming will be performed at the next follow-up appointment. The patient was stable with no adverse consequences reported.